Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited no capture. When fluoroscopy was used it was noted that the device appeared to have migrated in the pocket resulting in a lead dislodgement. The lead was explanted and replaced. The patient had symptoms of discomfort due to the dyssynchrony. No further patient complications have been reported as a result of this event.